Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly tortuous left anterior descending artery (lad). A 2.75x32mm promus element plus drug-eluting stent (des) was deployed in mid lad. A 2.50x16mm promus element des was advanced to be deployed in distal lad; however, while crossing the previously deployed stent, it was noted that the proximal end of the stent was deformed. A 2.75x20mm promus element plus des was used to cover the deformation. Then a 2.50x20mm promus element des was deployed in the distal lad and the procedure was completed. No further complications were reported.